Event description:
Per written report: "did not stop air flow." Reporter stated there was "dead air space" in the filter. "2-3 incidents last week." Reporter added that the reported device is utilized on "ubc" and umbilical artery catheters, back-up of blood occurred; however, there was no negative outcome to the pt.